Manufacturer narrative:
This report is submitted on may 25, 2021.

Event description:
Per the clinic, the patient experienced an infection at abutment site and subsequently was treated with topical antibiotic cream (date and duration not reported).